Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion; guide cath: hyperion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly calcified and 90% stenosed proximal right coronary artery. A 3.5 x I mm xience alpine was deployed in the lesion at 12 atmospheres. The stent delivery system (sds) was pulled proximally to dilate the proximal part of the stent; however, while pressurizing, the balloon ruptured at 4 atmospheres. The sds was removed from the anatomy and an nc trek balloon catheter was used for post-dilatation to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.